Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k063239. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. An unspecified primary plumset was being used to deliver an unspecified volume of normal saline via a plum pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the secondary port of the plumset for a piggyback delivery of docetaxel 130 ml/256.5 ml. No specific programming parameters were provided. The customer contact reported that when 40ml of medication remained to be delivered from the secondary solution container, the pump alarmed for air in line. It was reported that the secondary tubing set was backprimed with normal saline from the plumset. At this time, the customer contact reported that a white particulate was noted in the drip chamber of the secondary tubing set. It was reported that the delivery was stopped. The customer contact reported the pharmacist was notified and advised the remaining medicine not to be delivered. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the tubing sets were replaced and the therapy resumed.